Manufacturer narrative:
The following description is based on information received from (B)(6). A (B)(6) female patient underwent a pulmonary vein isolated maze procedure, ligation of left atrial appendage, and aortic root replacement with a medtronic freestyle porcine bioroot size 25mm, model 995, on (B)(6) 2015 at (B)(6). The indications for surgery were repair of an aortic root aneurysm and atrial fibrillation. The patient's comorbidities included htn, sleep apnea, and the aortic aneurysm. Bioglue was used around all suture lines as indicated. It was reported that the patient presented in congestive heart failure approximately 3 months later at (B)(6). Reoperation performed at (B)(6) was reported to show endocarditis of the bioprostheses, a peri-aortic abscess, and kinking of the left main coronary artery. Cultures of the excised bioprostheses and surrounding tissue completed by methodist were reported positive for an unidentified fungal organism. The manufacturing records for lot 14mut037 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. The lot passed all functional quality control testing and met release specifications. A review was performed of the available information. According to the implant operative notes, a freestyle bioroot valve was implanted during an aortic valve replacement procedure. A flet ring was placed around the annulus and secured with sutures. The right and left coronary arteries were reimplanted and bioglue was applied to all suture lines. Additionally, the operative notes also stated that all anastomotic sites were packed with floseal and surgicel. Approximately 3 months postoperatively the patient presented with symptoms and underwent an echo which showed vegetation. During a procedure to explant the valve an abscess cavity was found that contained "infected material" that came out under pressure; the cavity was "filled with old glue and pieces of glue in addition to black material." Additionally, the explant operative notes indicate that the left coronary artery was kinked by glue (bioglue) and by an atrial closure clip that had been previously placed. Microbiological evaluation was performed and no bacteria was found, though an unidentified fungus was found. It is our understanding that methodist hospital is conducting an internal investigation of the event and that the investigation remains in progress. Additionally, the fungal organism was sent to the (B)(4) for identification, and the results are unknown. Cryolife will evaluate that information when available. Bioglue is provided terminally sterilized. Based on the available information, the cause of the fungal endocarditis observed in this patient could not be definitively determined. It is unclear what role bioglue, surgicel, floseal, felt, or the freestyle bioroot may have played in the observed event. Aside from the fungal endocarditis event, it is important to note that the kinking of the left coronary artery that was observed is likely due to application of too much bioglue around the coronary artery, too thick of a layer of bioglue being applied around the coronary artery, and/or the surgicel and floseal that was packed around the anastomoses. This can be avoided with careful application of bioglue around the coronary artery, limiting application to only the coronary ostia, and applying in a very thin, even layer and exercising caution when utilizing other products. Adequate precautions and warnings are contained within the instructions for use (IFU). The IFU states "the bioglue syringe and applicator tips are supplied sterile for single-patient user only. Discard any unused material from opened or damaged product. Do not use if packages have been opened or damaged." The IFU also states "bioglue contains material of animal origin, which may be capable of transmitting infectious agents," and "do not use bioglue in the presence of infection and use with caution in contaminated areas of the body." The IFU lists the following adverse events observed with the use of bioglue: infection, and inflammatory, immune systemic allergic reaction. Regarding the reported event of kinking of the artery, the IFU states "apply an even coating of bioglue to the target area. In general, use an approximately 1.0-3.0mm thick coating for vessels that are greater than 2.5mm in diameter or an approximately 0.5-1.0mm thick coating for vessels that are less than 2.5mm in diameter."

Event description:
According to the report, the initial surgery date was (B)(6) 2015. The procedure was an aortic root valve repair (medtronic freestyle) and bioglue was used in the repair along with bard felt. The patient was discharged from the hospital. The patient presented with symptoms in the surgeon's office and was referred to (B)(6) hospital after an echo showed vegetation. The patient was discovered to have fungal endocarditis from a black mold infection. The valve was explanted on (B)(6) 2015 with preoperative diagnoses of "endocarditis procine freestyle aortic root with abscess between the aorta and dome of the left atrium and dehiscence of the mitral valve from the root. Severe kinking of the left main secondary to atrial closure device and glue used on previous operation. Congestive heart failure with acute systolic congestive heart failure." The surgical pathology final report states aspergillus. However, according to dr. (B)(6), "please note that the surg path report says it is morphologically consistent with aspergillus, but this is definitely not aspergillus."

Event description:
According to the report, the initial surgery date was (B)(6) 2015. The procedure was an aortic root valve repair ( medtronic freestyle) and bioglue was used in the repair along with bard felt. The patient was discharged from the hospital. The patient presented with symptoms in the surgeon's office and was referred to (B)(4) hospital after an echo showed vegetation. The patient was discovered to have fungal endocarditis from a black mold infection. The valve was explanted on (B)(6) 2015 with preoperative diagnoses of "endocarditis procine freestyle aortic root with abscess between the aorta and dome of the left atrium and dehiscence of the mitral valve from the root. Severe kinking of the left main secondary to atrial closure device and glue used on previous operation. Congestive heart failure with acute systolic congestive heart failure." The surgical pathology final report states aspergillus. However, according to dr. Bryan harris, chief fellow, infectious disease, (B)(6), "please note that the surg path report says it is morphologically consistent with aspergillus, but this is definitely not aspergillus."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.